Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing and continued episodes of noise and sensing integrity counts (sic) had been seen. It was also reported that a lead fracture was suspected and a lead integrity alert (lia) was triggered. Additionally, it was noted that the device was not displaying histogram data; review of the device memory showed that data had been cleared during the prior session. The rv lead was explanted and replaced; the device remains in use. No patient complications have been reported as a result of this event.